Event description:
A peritoneal dialysis pt reported, he experienced a stroke in (B)(6) 2014. A f/u call was placed to the pt's peritoneal dialysis nurse. The nurse confirmed the pt was not connected to therapy at the time of the stroke. She could not remember the exact date when the stroke occurred.

Manufacturer narrative:
Add'l attempts to the pt's nurse have been made with no add'l info provided. This MDR includes all event info received to date. A supplemental report will be submitted upon final review by post market clinical physician and completion of the pt's investigation.